Event description:
It was reported that the patient has experienced a lot of numbness in the t10 and t11 area. The patient has back pain and "nerve damage." The patient was hospitalized for 4.5 days due to a pinched nerve causing chest wall pain. The location of the neurostimulator also causes pain. The patient experienced pain in the left foot and sometimes in the right foot. The patient administers more pain medications now. It was noted that the patient had developed a pulmonary embolism. Further information is being requested from the hcp.